Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a first pre-dilatation with the voyager, the balloon had ruptured at 3-6 atms. It was replaced with another company's 2.5 x 15 mm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Balloon catheters are 100% leak tested and some are rupture tested prior to release. The lesion was 90% stenosed and had moderate calcification, which may have contributed to the balloon rupture. Possibly the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured. A conclusive cause for the reported balloon rupture could not be determined.